Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered due to non sustained ventricular tachycardia (vt) episodes with noise and recorded short v-v intervals. It was also reported that pocket manipulation registered noise on the rv lead, and there is a suspected lead fracture. The rv lead was scheduled to be abandoned at a later time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter (sic). Analysis of the device memory indicated the right ventricular (rv) lead integrity alert. Analyst commented, rv lead integrity alert warning for increased sic count and 2 or more high rate-non sustained episodes greater than 220 miliseconds on (B)(4) 2014. Sic count went up to 155 in 22 hours averaging about 7 sics per hour.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).